Event description:
Caller reported that a data error alert 4 occurred after the pump ship date. Customer's blood glucose level was not impacted. Cts assisted caller with re-entering affected settings and ensured the confirmation screen matched desired settings. Customer will use multiple daily injections as backup therapy, and cts advised on proper protocol when using a g7 sensor with a replacement pump. Caller was instructed to return the problematic pump using a pre-paid label within 10 days and was advised on how to put the pump into storage mode.